Event description:
Baxter reports that the spike of a transfer set was broken. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
There are no samples available for evaluation. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.